Manufacturer narrative:
On an unspecified day in (B)(6) 2016, the patient experienced cloudy pd effluent during therapy. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the event was unknown. On an unreported date, the patient was treated with unreported antibiotics (doses, frequencies and route of administration not reported) for peritoneal cloudy effluent. Extraneal and physioneal therapies were ongoing and the patient's outcome was not reported. No additional information is available.